Manufacturer narrative:
The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was reported, the electrical generator stopped working and displayed an error 85: system error during a calcific stent removal therapeutic procedure. The procedure was stopped and rescheduled at a later date. The physician noted that the issue had no clinically relevant impact on the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h2 to include information that was inadvertently not included in the previous submission.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus, and it was observed that the main power supply was defective, and the top screen position sensor was faulty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, although the observed device defect is a non-reportable malfunction, the component failure likely caused and/or contributed to the reported adverse event (procedure aborted and rescheduled). This supplemental report includes an update to d9 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.